Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that 840 ventilator generated an error which rendered the ventilator inoperable and stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.